Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was returned wrapped around itself. The microcatheter and torque device used with the guidewire was not returned. The ptfe (polytetrafluoroethylene) coating was scraped off at approximately between 10.0cm and 42.0cm from the proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet by dragging it down. The guidewire was shaped on its distal section. There were no anomalies observed to the hydrophilic coating.the guidewire was introduced and advanced through the demonstration excelsior sl -10 catheter proximal end during functional evaluation. There was slight resistance encountered during advancement of the guidewire through the microcatheter and the guidewire had a slight bend to it. The guidewire torque was observed to be smooth as well. Information available indicates that the device was prepared as per the dfu, no anomalies were noted after unpacking, and continuous flush was maintained. However, it appears that the torque device had been dragged down the guidewire ptfe. Per the device dfu,"securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause of the event is considered to be related to user error.

Event description:
Analysis of the returned device noted that the polytetrafluoroethylene (ptfe) coating on the guidewire was scraped/ peeling. No consequences to the patient were reported.